Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken to explant and replace the patient's ipg. Follow up found that effective therapy has been recaptured for the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. The ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was confirmed that surgical intervention to explant and replace the patient's ipg will be undertaken as a means to address the reported issue.

Event description:
It was reported the patient stopped using and charging his system over two years ago. The patient was implanted with a pacemaker and was advised by the cardiologist to not run both systems at the same time. An sjm representative confirmed the ipg is depleted. The patient wil meet with a surgeon to discuss an ipg replacement procedure.